Manufacturer narrative:
Corrected date manufacturer received from previously submitted regulatory report 2025587-2018-03518, follow-up number 001. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 2 months post implant of this 20mm pulmonary valved conduit in a (B)(6) year old pediatric patient, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the conduit exhibited severe insufficiency and moderate stenosis. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.